Manufacturer narrative:
Additional device info: catalog #: ksaw-6.0-38-90-rb-shtl-flex-hc. (B)(4). Event is still under investigation at this time.

Event description:
The physician informed the district mgr that a morbidly obese female pt with hidradenitis developed an infection due to use of the flexor shuttle select guiding sheath and had to be taken to surgery. He also indicated this previously occurred 2 times but he did not report the events. It is unk at this time if any intervention occurred or the outcome of the pt.